Event description:
It was reported initially that the patient¿s intensity increased on its own after an MRI yesterday. The patient reported an increase in stimulation amplitude without using their programmer when they leaned forward, and stated they could not turn their implantable neurostimulator (ins) off. It was noted that the sensor function was activated at this time on the ins. The patient then clarified that the issue had been occurring before the MRI on the previous day. Impedences were all measured to be within normal limits, and the information from the ins was said to be normal. It was reported the programmer was working the way it was supposed to. The sensor function of the ins was turned off and the patient was reprogrammed. The patient reported feeling tingling when the ins was off, but could tell a significant difference in the way the tingling felt when the ins comes on. The patient stated the new programs felt better, and the issue was said to be resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).